Event description:
The customer reported intermittent signal loss occurring on this central nurse's station (cns) in a specific area of the hospital that has been remodeled and wanted to test out the signal strengths. There was no patient injury reported.

Manufacturer narrative:
Technical service (ts) informed the customer that most likely that was the cause of the intermittent signal loss and that someone would probably need to go onsite to re-engineer the amplifiers etc. Ts showed the customer hoe to get the rssi values strength. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported intermittent signal loss occurring on this central nurse's station (cns) in a specific area of the hospital that has been remodeled and wanted to test out the signal strengths. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported intermittent signal loss occurring on this central nurse's station (cns) in a specific area of the hospital that has been remodeled and wanted to test out the signal strengths. Technical service (ts) informed the customer that most likely that was the cause of the intermittent signal loss and that someone would probably need to go onsite to re-engineer the amplifiers etc. Ts showed the customer hoe to get theh rssi values strength. There was no patient injury repoted. Investigation summary: the customer did not respond to follow up attempts made by nk tech support to troubleshoot the issue. Root cause cannot be determined. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) /2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (b)(6 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/11/2021 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: *(B)(6) 2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for device information: no reply was received. Additional information: b4 date of this report d10 g3 date received by manufacturer g6 type of report h2 if follow up, what type? H9 h10 additional manufacturer narrative manufacturer references # (B)(4) follow up 001.